Event description:
Periodic t wave oversensing for the past two weeks. The 2 shocics were due to t wave oversensing. 604816687 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).